Manufacturer narrative:
The lead was returned due to lead dislodgement and operation issue. As received, a complete lead was returned in one piece for analysis. Analysis was normal. No anomalies were found.

Event description:
During an initial implant procedure on (B)(6) 2024, it was reported that the right atrial (ra) lead became dislodged several times. This was discovered via fluoroscopy. The ra lead was not installed, and physician elected to abandon the ra lead altogether and use a single chamber device. The patient was stable throughout the procedure.